Manufacturer narrative:
An event of tachycardia and pericarditis three-days post-implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported tachycardia and pericarditis could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm amplatzer cribriform occluder was implanted in a patient. On (B)(6) 2024, the patient presented to the hospital with tachycardia and was diagnosed with pericarditis. The patient was admitted and monitored with serial echo's for 36 hours and then discharged home with the device still working as intended. Patient stable.